Event description:
It was reported to covidien on (B)(6) 2012, that a customer had an issue with a peritoneal dialysis (pd) catheter. The customer states there was a case of catheter material intolerance and infection of a female pt following treatment of pd solution through the dialysis catheter. The physician stated the pt developed an irritated area at the catheter exit site.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.